Event description:
It was reported that a transfer set disconnected from the patient line. This occurred during the second dwell cycle of automated peritoneal dialysis (apd). The patient stated that she did not tighten the connection properly during setup. The patient completed therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not available for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.